Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for a low shock lead impedance measurement was noted on this implantable cardioverter defibrillator (ICD). The alert was forwarded to the clinic and was then dismissed. A boston scientific technical services (ts) reviewed the data and found one measurement of zero ohms. The ts thought that it could be due to electromagnetic interference (emi). The patient was brought in and a commended shock was performed which revealed appropriate impedance measurement. The patient was sent home for normal follow ups. No adverse patient effects were reported. The device remains in service.